Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01335.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coil detachment handles (handles), penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician successfully framed the vessel using three coils. Next, the physician advanced a smart coil into to the target location and used a handle to detach it; however, the smart coil failed to detach. After, three failed attempts, the handle was removed. The procedure was completed using a new handle to detach the same smart coil. There was no report of an adverse effect to the patient.